Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Per injecting physician, the "issue occurred" where juvéderm® volux¿ was injected and there was "no problems" with juvéderm® voluma® with lidocaine.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection is a known potential adverse event addressed in the product labeling. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Healthcare professional reporting that a patient with 2 ml juvéderm® volux¿ and 1 cc juvéderm® voluma® with lidocaine in the chin/pre jowl area and patient returned several times with an infected spot/granuloma on the chin. Event initially occurred 1 month post injection. "Small nodule reported by patient r jaw ~1cm over prejowl volux injection. Gradually enlarging over a few weeks. 150 units hylase into the nodule one month post symptom apparition. Hylase helped but about a month later lump reoccurred. 300 units hylase +0.4 ml dexamethasone injected. No fluid, not fluctuant, not inflamed were noted. Responded and reoccurred a few weeks later. 500 units hyalase into and around the nodule about a week later. The following day, blood count, sugar, smac with crp were completed and noted the result as normal. Ultrasound noted 14 x 10 x 2 mm hypoechoic collection but it is not a cyst, not an abscess and with no inflammation. Pathology reports note haematoma, bruising and marginal microcytosis, deemed not related to the device.